Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive during bolus delivery. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported to have received a no delivery alarm and it was resolved by a reservoir and infusion set change. Customer also reported to have experienced a high blood glucose of 400 mg/dl to 500 mg/dl weeks prior to call. Customer treated with manual injection. No high blood glucose troubleshooting was performed. The customer declined insulin pump replacement. No insulin pump is expected to return for analysis.